Event description:
On (B)(6): customer reports after they rebooted the system two - three times, all functions returned. Physician was able to complete the procedure without further incident. Customer provided no procedure or patient information other than to state the patient is fine.

Manufacturer narrative:
Tech support troubleshot report of no fluoro with biomed, having biomed to power cycle the complete system as well as the generator interface module (gim) box. Biomed reported the system still would not fluoro. Field service engineer (fse) found when they arrived at the site the system was able to fluoro. Fse checked the system, but was unable to duplicate the reported problem. Fse completed system check per service checklist (B)(4) and returned the unit to full service.